Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an out of insulin alarm. Reportedly, the customer did not hear the alarm because it was too faint to hear and subsequently, the pump ran out of insulin. A cartridge change was performed resolving the issue. Customer's blood glucose (bg) was 868 mg/dl with moderate traces of ketones. A manual injection was administered and customer went to the emergency room (ER) to address bg. While in the ER, customer was treated with intravenous saline. Customer left the ER the same day with bg in 300 mg/dl range and exhausted.